Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, we could not surmise the cause of the phenomenon. The event can be detected/prevented by following the instructions for use: rhino-laryngo videoscope olympus enf-vt3 reprocessing manual chapter 2 function and inspection of the accessories for reprocessing chapter 3 compatible reprocessing methods and chemical agents chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope(and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using a leak tester to test the scope, was not fully submerging the scope in water, was not using any medical grade detergent to was the scope, was reusing the single use combination cleaning brush for an unknown amount of time, was not using the suction cleaning adaptor to aspirate the scope, was using a lint free cloth to wipe down the insertion tube with high- level disinfectant and was only soaking the insertion tube in high-level disinfectant. The customer also was not rinsing the scope after high-level disinfection and was using the same basin of rinse water to remove the high-level disinfectant. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.